Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia for a device repositioning surgery on (B)(6) 2023. The implanted device remains. This report is submitted on december 05, 2023.

Manufacturer narrative:
This report is submitted on october 23, 2023.

Event description:
Per the clinic, the patient experienced swelling at the implant site and was placed on a two-week course of oral steroids on (B)(6) 2023. However, the issue did not resolve and the patient experienced skin breakdown and infection at the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and placed on another two-week course of oral steroids (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the device. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on november 14, 2023.